Manufacturer narrative:
(B)(4). Date sent: 11/10/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/30/2024. D4: batch # 528c32. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with joint cover damaged and with a gcflgb reload present. The reload was received partially fired 3/4. While performing functional testing, it was noted that the knife would not reach the end of anvil channel. The device was disassembled to verify the integrity of the internal components and an incorrect drive bar was found installed on the device. The damage on the joint cover, could have been cause by an attempt to pull out device out of the trocar while it is articulated, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The incorrect drive bar installed on the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 528c32, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/20/2023 device evaluation anticipated, but not yet begun.